Event description:
It was reported the doctor gave feedback that "a couple blades that have shorted out, he thinks it is because he is not using the suction".

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The device was not returned for evaluation. Review of the lot history was not possible since the lot number was unknown.